Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 6.3 mmol/l. Troubleshooting steps were provided for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blotch lcd display and critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.